Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) shuts off approximately two seconds after the battery is removed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken and the battery release, lead flex cover, ring and battery drawer were contaminated.